Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the battery status was end of life. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to a compromised low-voltage capacitor, which resulted in a high current condition. In spite of this compromised capacitor, testing confirmed that the device had normal pacing, sensing, and defibrillation therapy functions.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Event description:
Boston scientific received information that this device was returned with no additional information. There were no known allegations or complaints against the device¿s operation, functionality or longevity. Initial analysis indicated this device reached elective replacement indicators (eri) while implanted and the battery may have depleted more rapidly than expected. No adverse patient effects were reported.